Event description:
It was reported that the device had sediment pieces coming from the end of the device during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.